Event description:
The following was provided by the pt: (B)(6) 2011 - pt reported he had a bilateral hernia repair with implantation of a perfix plug. Following surgery the pt's left hernia site was painful and "never felt right." No issue was reported with the procedure done at the right hernia site. On (B)(6) 2007 - pt reported he had left hernia site repaired and the perfix plug explanted. A bard flat mesh was implanted for repair.